Event description:
It was reported that during a cross-over manipulation, after the first stenosis had been dilated, the catheter balloon didn't shrink down enough during deflation to track the shaft to the second stenosis. The catheter was removed & replaced in order to complete the procedure.